Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver 100 ml of an unspecified contrast medium, at a rate of 3 ml/sec, via a power injector. Afer an unspecified length of time during the injection, the tubing separated from the clave port of the tubing set. An unspecified volume of blood loss was noted. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, a possible cause for the customer reported separation was identified as an increase in the internal pressure in tubing during use of a power injector. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." The reporter was contacted and information on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain additional information. This report represents all the information known by the reporter upon query by hospira personnel.